Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was treated with unspecified anti-inflammatory drug infusion for peritonitis. At the time of this report, pd therapy was withdrawn. Patient hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.